Manufacturer narrative:
Product analysis: the hawkone was returned connected to a cutter driver with an empty cutter driver pouchand empty hawkone pouch. No other ancillary devices were included. The hawkone was inspected and found a fracture the distal assembly housing. One fracture was located at the area of the cutter window and the second observed fracture was at the proximal end of the coiled segment, distal to the anchor pockets. The distal segment of the housing which fractured off was approximately 5.5cm long. No damage to the guidewire lumen was observed. The proximal end of the fractured off portion of the distal assembly showed the coils stretch proximally within the tecothane. No damage to the tecothane was observed, the tecothane portion appear to detach from the housing. The holes from the anchor pockets were visible. The proximal portion of the hawkone was inspected. It was observed the drive shaft was advanced and exposed out from the housing. A portion of the platinum iridium tip housing was fractured off and reamed twisted over the cutter assembly. The cutter assembly was advanced approximately 2cm distal the are of the proximal cutter window. Under micro scope it was observed the fracture face of the coil segment was compressed against the back of the cutter head. The platinum iridium of the housing at the proximal fracture face showed the housing bent at an approximate 45 degree angle over the cutter. The proximal fracture face was ductile and at the area of the cutter window. The fracture face of the proximal area of the cutter window showed the exposed ramp and a radial ductile fracture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone with a 6fr sheath and 5mm spider fx during treatment of a calcified lesion in the patient¿s proximal right superficial femoral artery (sfa). Severe vessel calcification and tortuosity are reported. It is reported both iliacs has tortuous anatomy. Lesion exhibited 90% stenosis. IFU was followed. Vessel pre-dilation as not performed. Resistance was reported during advancement. It is reported post procedure the cutter was noted to be damaged. All pieces of the cutter remained on the device. No components needed to be retrieved. The hawkone was safely removed from the patient. The cutter was located inside the housing during device removal. A stent was placed, and post-dilation was performed. No patient injury reported.